Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported per medwatch number mw5112880: description: bbraun infusomat space pump IV set tubing lot #0061845290 has hole in tubing under spike. Ns leaked form tubing when being primed. This is one of many tubing defects from bbraun, other defects have resulted in chemotherapy spraying onto nurses from filter ports falling out to high pressure in tubing spraying chemo through ports on tubing when disconnecting. All tubing sent in to bbraun but no resolution has been offered. Bbraun has been to our clinic as well for problems with air alarms on pumps without any air actually being in tubing. These constant alarms are causing nurses repetitive motion injuries as well as prolonging infusion times by almost double in some instances. These air in line alarms have happened with all different types of tubing, medications and pumps. Bbraun, when here, was unable to come up with a reason or a solution except to "flick" tubing when priming which has not stopped the air in line alarm or even lessened it and has caused repetitive motion injury to nurses. We have been reporting these issues to kaiser, osha and FDA with no resolution in site. These pumps and faulty tubing are posing great risk/hazard to not only patients but staff as well. Meds are being taken off the pumps because that is the only way they are able to be infused.